Manufacturer narrative:
An MDR is indicated for this complaint. A patient was implanted with a prodisc c vivo implant on (B)(6) 2023. Patient had ongoing neck pain and it was found that the implant had migrated anteriorly. Surgeon removed the implant on (B)(6) 2024 and fused the implant. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under (B)(4). The removal was completed due to device displacement, a cause for the displacement is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant on (B)(6) 2023. Patient had ongoing neck pain and it was found that the implant had migrated anteriorly. Surgeon removed the implant on (B)(6) 2024 and fused the implant.